Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at routine change out, the right ventricular (rv) lead would not come out of the device header. Boston scientific technical services (ts) discussed the number and location of the setscrews. Once all setscrews were loosened the lead was successfully removed from the device header. No adverse patient effects were reported.